Event description:
After an implantation period of approx. 91 months, it was reported that the device showed the eos status.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data have been analyzed. Confirming the clinical observation, the analysis revealed battery status eos, detected on (B)(6)2020. Based on the available data no conclusion can be drawn towards the root cause of the clinical observation. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Should additional relevant information or the device itself become available, the investigation will be updated.